Event description:
It was reported that the patient was admitted for a suspected gastrointestinal (gi) bleeding on (B)(6) 2022. The patient was evaluated and found to be anemic with 5.9 hemoglobin. They denied having any symptoms. The patient transferred hospitals and was transfused blood upon arrival making hemolytic studies unreliable. The patient had a esophagogastroduodenoscopy (egd) and colonoscopy on (B)(6) 2022. No active bleeding was found so the patient's international normalized ratio (inr) goal was lowered. A gi follow up would possibly be done with an outpatient capsule study, but the bleeding was considered resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. Review of the submitted log files showed the system operating as intended. No further information was provided. The manufacturer is closing the file on this event.